Event description:
The customer's family member called regarding an alarm. Assisted the contact to turn the alarm. It was stated that the customer does not want to troubleshoot the pump as the pump user has been hospitalized for bgs. The family member did not have more information at the time of call. Advised the contact to have the pump user or the hospital nurse to call when the customer is ready to go back on the pump, also the contact informed that the cause of the hospitalization is not clear at this time.